Event description:
It was reported, the flex video scope image was lost when scope was retroflexed. The event was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The information obtained from this complaint and the investigation results was insufficient to identify the root cause of the problem. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.